Event description:
Per tm - the image quality is terrible; the bottom 3rd of the screen is black as if the probe does not have contact with the skin. It is impossible to see veins at the bottom depths.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The cue probe is also in good physical condition. The reported issue is unconfirmed; the scanner image is comparable to a test scanner. If the scanner depth is set to either 1 or 1.5cm, the bottom portion of the screen is black, this is how the scanner operates. There is no root cause due to the problem could not be duplicated. H3 other text: evaluation findings are in section h11.

Event description:
Per tm - the image quality is terrible; the bottom 3rd of the screen is black as if the probe does not have contact with the skin. It is impossible to see veins at the bottom depths.